Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer is calling a second time regarding low battery. The customer is calling back because replacement battery cap did not resolve the issue. The customer stated that battery didn't last more than one week. The customer was advised the pump will need to be replaced and instructed to return device with battery cap and batteries intact and to zero out basal rates.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.